Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 corrected: e2 e3 visual examination of the provided pictures identified the fractured impactor. Device not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint can be confirmed via the provided pictures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tip of the impactor fractured when impacting the liner. Only one piece fractured off and it was retrieved. This did not delay the procedure or cause any patient injury. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.